Manufacturer narrative:
E1: patient city:(B)(6), patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany, it was reported that on 30-jul-2024 one infusion set tubing is detached and site of location is belly. The length of time of infusion set is for 4 days. No further information available.